Manufacturer narrative:
(B)(4). Concomitant products: stent: boston scientific, cordis, ev3, mednova, medtronic, invatec; embolic protection: accunet, emboshield, angioguard, filterwire patient age and gender: averages. Date of event: estimated. The reported patient effects of cerebrovascular accident, myocardial infarction, and transient ischemic attack (tia) are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article; s. D. Goode, t. J. Cleveland, p. A. Gaines. (Cardiovasc intervent radiol (2013) 36:1221-1231): united kingdom carotid artery stent registry: short- and long-term outcomes .

Event description:
The following events were noted during literature review entitled "united kingdom carotid artery stent registry: short- and long-term outcomes": the british society of international radiologists developed a voluntary registry to monitor the practice of carotid stenting. Nine hundred fifty-three symptomatic and 201 asymptomatic patients were enrolled into the registry from 1998 to 2010 from 31 hospitals across the united kingdom. One percent of the asymptomatic patient population was implanted with the acculink stent, and 1.5 percent in the symptomatic patient population. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer. The following composite 30-day outcomes were recorded for asymptomatic and symptomatic patients respectively: 30 days: disabling stroke 0.6% and 1.0%; non-disabling stroke 1.1%3.1%; myocardial infarction 0.6% and 0.7%; transient ischemic attack 2.2% and 3.9%. Disabling stoke over time: 0 years: 0.5% and 0.3%; 1 year: 8.3% and 4.8%; 2 years: 14.5% and 9.3%; 3 years: 17.4% and 13.9%; 4 years: 19.4% and 16.4%; 5 years: 19.4% and 20.8%; 6 years: 19.4% and 23.3%; 7 years: 19.4% and 25.3 %.